Event description:
A malfunction alarm occurred, but no notable events were reported before this. The customer declined to answer whether the issue caused the blood glucose level to exceed 500 mg/dl, so the impact remains unknown. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues occurred.